Event description:
Boston scientific received information that the patient implanted with this pacemaker was in recovery for an unrelated surgery when the device could not be interrogated. It was noted that pacing spikes were visible on telemetry and the device could be palpated. Boston scientific technical services (ts) suggested several troubleshooting options. At this time, attempts to obtain additional information have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.